Manufacturer narrative:
Section a2, b1, d4, d7, g3, h3, h4: correction.

Manufacturer narrative:
Correction: section b5- patient received a hmii to hmii pump exchange. Analysis conclusion: the evaluation of (B)(6) confirmed internal driveline wire damage that would have contributed to the reported alarms and pump stoppage events captured in the submitted log file. (B)(6) was returned assembled with the driveline (dl) severed approximately 0.5¿ from the pump housing. The distal portion of the driveline was returned in one segment measuring approximately 45.5¿. Evidence of a previous distal-end driveline replacement was observed on the 45.5¿ dl segment. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity was performed on the returned portions of the driveline and all wires were found to be electrically intact. No discontinuities or shorts were induced during this test, despite manipulation of the driveline. The silicone jacket showed no signs of damage. Areas of breakdown in the metal braided shield were observed approximately 2.5", 27", 40.5", 41.5" through 42.5", and 44" from the metal connector. Visual inspection of the pump-end dl segment revealed a breach to the insulation of the red wire at the pump housing. Visual inspection of the 45.5¿ dl segment revealed breaches in the insulation of the black wire approximately 38.5¿, 42.5¿, and 44¿ from the metal connector. Further inspection of this dl segment revealed additional breaches in the insulation of the brown wire approximately 43¿ and 44¿ from the metal connector; the insulation of the orange wire approximately 42.5¿ from the metal connector; and the insulation of the green wire approximately 42.5¿ from the metal connector. All of the observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductors of the green, black, brown, red, or orange wires contacted the braided shield while the system was operating on a tethered power source, the resulting short to ground would have resulted in the alarms and pump stops that were confirmed through the submitted log file. Similar events would have also occurred from a phase-to-phase short if the exposed conductors from two of the different phases made direct contact with each other or simultaneous contact with the braided shield on either the power module/mobile power unit or battery power. The heartmate ii lvas IFU, (document: 106020, rev. H) and the heartmate ii patient handbook (document: 106022, rev. G) are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information is reported. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2019, the patient received a hmii to hmii pump exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The site reported the patient experienced low speed and low flow alarms the previous night. At the hospital, vad interrogation noted multiple pump stoppage events. The patient had a driveline repair preformed in (B)(6) 2016 for a short to shield issue. The patient reported being asymptomatic during the pump stoppage events. Manufacturer's technical service reviewed the log file and noted the data showed multiple low speed events and 12 pump stoppage events. The issues appeared to be occurred while the patient was supported by battery power and tethered to the power module. It was detailed the patient did not have enough room to preform another driveline repair. On (B)(6) 2019, the patient received a hmii to hmi pump exchange. No further information was reported.